Event description:
The customer reported a failure to power up, a red x, and the led does not light. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.